Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels of approximately 900 mg/dl. The customer stated that he was feeling fine two days before the event. On the day before the hospitalization, he was feeling so sick that his wife had to take him to the emergency room, and he doesn't' remember anything that took place after that. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.